Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2114 is being used to capture the reportable event of fistula. Patient code e230101 is being used to capture the reportable event of fever. Block h11: if additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information: block a2 (age at time of event), block b5 (describe event or problem), block b7 (other relevant history), block d6a (implant date), blocks f10 and h6 (patient codes), block h11 (additional MFR narrative).

Event description:
It was reported to boston scientific that an unknown spaceoar was used during a placement procedure performed on (B)(6) 2025, and his radiation treatment was completed on (B)(6) 2025. On (B)(6) 2025. The patient reported increased pain and discomfort during bowel movements. On (B)(6) 2025, the patient presented to the emergency department with urinary retention, he was prescribed with myrbetriq and pyridium for symptom relief. During a second visit to the emergency department on (B)(6) 2025, he was diagnosed with a bladder neck contracture and had a catheter placed to relief his symptoms. During a follow up, on (B)(6) 2025, a urologist identified a recto-urethral fistula during a cystoscopy. This fistula was demonstrated to be a rectal fistula communicating between the anterior mid to lower rectum and the level of the distal proximal membranous urethra, during a magnetic resonance imaging (MRI) on (B)(6) 2025. The patient was taken to the operating room on (B)(6) 2025, where a laparoscopic diverting colostomy was performed along with the placement of an indwelling catheter, which lead to a recover and discharge on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department with fever (with a maximum recorded temperature of 41 degrees celsius), weakness, fatigue and a burning sensation when urinating. A full septic workup was completed, with findings consistent with a urinary tract infection. The patient had a catheter exchange, received intravenous (IV) antibiotics, IV hydration and a CT scan in which there were no acute findings and no complications related to the colostomy or known fistula. It was reported that the patient had shown steady clinical improvement and his discharge was anticipated to be on (B)(6) 2025. Additional information: on (B)(6) 2025, the patient enrolled on the study, but the placement of the hydrogel was performed on (B)(6) 2025. This procedure was performed under local anesthesia. During the hydrodissection, before injecting the hydrogel, the physician noted apical fibrosis. The patient received stereotactic body radiation therapy (sbrt); 5 fractions, 35 gray for his treatment with spaceoar.

Event description:
It was reported to boston scientific that an unknown spaceoar was used during a placement procedure performed on (B)(6) 2025, and his radiation treatment was completed on (B)(6) 2025. On (B)(6) 2025. The patient reported increased pain and discomfort during bowel movements. On (B)(6) 2025, the patient presented to the emergency department with urinary retention, he was prescribed with myrbetriq and pyridium for symptom relief. During a second visit to the emergency department on (B)(6) 2025, he was diagnosed with a bladder neck contracture and had a catheter placed to relief his symptoms. During a follow up, on (B)(6) 2025, a urologist identified a recto-urethral fistula during a cystoscopy. This fistula was demonstrated to be a rectal fistula communicating between the anterior mid to lower rectum and the level of the distal proximal membranous urethra, during a magnetic resonance imaging (MRI) on (B)(6) 2025. The patient was taken to the operating room on (B)(6) 2025, where a laparoscopic diverting colostomy was performed along with the placement of an indwelling catheter, which lead to a recover and discharge on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department with fever (with a maximum recorded temperature of 41 degrees celsius), weakness, fatigue and a burning sensation when urinating. A full septic workup was completed, with findings consistent with a urinary tract infection. The patient had a catheter exchange, received intravenous (IV) antibiotics, IV hydration and a CT scan in which there were no acute findings and no complications related to the colostomy or known fistula. It was reported that the patient had shown steady clinical improvement and his discharge was anticipated to be on (B)(6) 2025.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2114 is being used to capture the reportable event of fistula. Patient code e1309 is being used to capture the reportable event of urinary retention. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.